Event description:
The following event was reported in a journal article indicating that a sirolimus-eluting stent (3mm diameter, 18mm long) implanted from the distal right coronary artery through the posterior descending branch in a restenotic non-cordis bare metal stent in 2005. Ticlopidine was stopped 3 months after sirolimus-eluting stent implantation as a routine procedure and aspirin was discontinued for colon polypectomy in 2006. However, 161 days after implantation of the sirolimus-eluting stent, the patient presented with chest pain. Coronary angiogram revealed that the distal portion of the right coronary artery where the stents overlapped was occluded. Percutaneous balloon angioplasty of the occluded portion was successfully performed. There was no report of patient injury.

Manufacturer narrative:
This product is not sold in the united states; however, it is similar to a product that is sold in the united states.